Event description:
Reporter indicated that vns pt was explanted due to infection and drainage at the generator site. It was reported that the pt developed some swelling and fluid build-up in the area of the generator approximately one month post implant. Approximately one month later, the pt was hospitalized for two days, at which time he underwent IV antibiotic therapy and explant. The pt was discharged with a prescription for a 7-day course of antibiotic therapy.